Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, especially when she delivered the correction amount recommended by the blood glucose monitor, whereas the basal insulin delivery was working as intended.